Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00039. It was reported that although stimulation is being delivered to the appropriate target areas, the pt ((B)(6)) is not receiving effective pain relief. The pt's scs system is said to be functioning as designed. There are no plans for surgical intervention at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.